Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had damaged cable sheathing. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. The internal wire was frayed but not fully broken. The instrument passed the electrical continuity test. No thermal damage was found on the instrument. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.